Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported back flow. No pt harm or medical intervention occurred. No further pt/event info was reported.